Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The waist pack was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed torn seams on the controller pocket and damage to the battery pocket. These are additional observations not related to the reported event, likely due to wear and/or the handling of the pack. No cracks in the plastic viewing window were observed. As a result, the reported event was not confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
The waist pack was returned to the manufacturer because it had a cracked plastic display window. The waist pack subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.